Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the device operator stated the tissue was dragged and pushed but was not cut. The staples were formed incorrectly and the handle did not function. The device operator used another stapler to make a new firing and repair the tissue damage. There was unanticipated tissue loss as the tissue was dragged.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three photographs. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the photographs provided. Photos 1-3 show malformed staples on tissue. The reported condition was confirmed. However, without the physical product, a root cause cannot be reliably determined. There is not enough evidence to suggest probable root causes. The file will be closed as unable to be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.